Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was discarded by facility. Method - no testing methods performed. (B)(4).

Event description:
It was reported there was a complication during a total thyroidectomy case ¿ one of the electrodes became exposed and caused significant edema. They had to reintubate the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.